Event description:
The complainant reported that during the therapeutic procedure of dilating the pt's stricture, the stem at the distal end of the balloon broke. When the physician then removed the scope from the pt, the end of the balloon remained in the pt. The physician the re-scoped the pt and successfully removed the distal end of the balloon via the aid of a snare. The complainant reported that the clinicians then obtained another device and successfully performed the dilatation on the pt. There was no adverse affect on the pt as a result of the reported malfunction.